Event description:
It was reported that the patient passed away due to cardiac arrest following elective maxillary surgery. The patient underwent autopsy and vns explant. The physician requested vns analysis to assess if the device malfunctioned in any way. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.